Event description:
It was reported that there were difficulties removing the cot from the loader. It was further reported that a provider injured their back. Attempts are being made to gather additional details from the user facility.

Event description:
It was reported that there were difficulties removing the cot from the loader. It was further reported that a provider injured their back.

Manufacturer narrative:
The device was evaluated. After investigation, it was found that the issue was not due to any component level malfunction with the cot. Several attempts were made to gain more information regarding the alleged event and injury; however the customer did not respond and no additional information was gained.